Manufacturer narrative:
The calibration and qc were acceptable. The customer replaced the reagent pack and recalibrated, which resolved the issue. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 2 patient samples on a cobas c 503 analytical unit. Patient 1: the initial result was 6.9%, and the repeated result was 6.0%. Patient 2: the initial result was 8.0%, and the repeated result was 6.9%. The samples were repeated because the initial results were high. The repeated results were obtained on another module, and they were believed to be correct.